Manufacturer narrative:
Follow-up information was received and b5 was updated.

Event description:
Follow-up information was received on (B)(6) 2025. Patient's blood glucose value was confirmed at 426 mg/dl and then with intravenous fluids (as this was the confirmed route), the blood glucose level went down to around 200 mg/dl.

Event description:
Patient applied a new pod on the abdomen and between 4 and 24 hours, the patient began experiencing elevated blood glucose (bg) levels throughout the day, reaching around 400s (mg/dl). Despite administering multiple correction doses, bg levels remained high. The patient was not eating that day and could not identify a clear cause even though was suspicious of been getting sick. Patient checked for ketones and found them to be moderate, prompting a visit to the emergency room (ER). At the ER, the patient presented with fatigue, drowsiness and moderate ketones, and was diagnosed with uncontrolled diabetes mellitus. Treatment included fluids and insulin (routes of treatment were unspecified), which successfully lowered the bg levels. Patient was discharged after approximately 4 hours and applied a new pod upon returning home. Bg levels normalized following the pod change. The patient reported that the removed pod appeared to be normal, with a small drop of insulin visible on the cannula tip.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room and hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone15.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.